Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient¿s expiration could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient become confused the evening of (B)(6) 2018. A family member brought the patient to the emergency department (ed) with new onset confusion and garbled speech. While in triage the patient had respiratory compromised and was intubated. Laboratory test results revealed inr 3.4. A CT scan was performed and found a large acute hemorrhage in left temporal frontal parietal lobe with extensive mass effective and midline shift. The neurosurgery found this to be life ending hemorrhage with signs of herniation. Comfort measures was recommended by the healthcare professional. Inr was reversed with kcentra. A family member decided to withdraw care and the vad was turned off at 12:11 pm. The patient expired on (B)(6) 2018 at 12:42. On 28apr2018, the lvad clinician reported that they were unsure if this trauma related or not. A family member reported that the patient was normal earlier that evening. The patient¿s inr was relatively in range but there were episodes of noncompliance and missed inr checks. The neuro had suspicion was arteriovenous malformation (avm) bleed. The device was not explanted for analysis as family declined autopsy. Reportedly, the device was functioning normally. No additional information was provided.